Event description:
It was reported that during a kidney biopsy with bd precisionglide¿ needles the needle pulled out of hub and broke off into patient. The patient had to go to the or for them to remove the needle. The following information was provided by the initial reporter: one of the needles broke off in a patient during a kidney biopsy. Additional information received on 30-may-2023. How did the needle break? Needle was inserted at a 90 degree angle of the left flank of patient. Lidocaine was injected along the track of the anticipated biopsy path. When syringe was pulled back it was noticed the metal needle was no longer attached to the hub of the needle. Are you able to provide defective sample back to bd for investigation? If no, can a photo be provided? Metal part of the needle was provided to purchasing, the hub part unfortunately was discarded in the sharps container. Can you identify the event date? 5/25/2023. What is the batch number of material reported? It was reviewed batch# 2279832 is invalid. Can not speak to this - what is the patient outcome? Patient recovering well. Are there any adverse events/serious injuries? If yes, any medical intervention? The patient had went to or for retrieval. Was there a delay of, or change in, the course of treatment due to this issue? The patient had went to or for retrieval.

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during a kidney biopsy with bd precisionglide¿ needles the needle pulled out of hub and broke off into patient. The patient had to go to the or for them to remove the needle. The following information was provided by the initial reporter: one of the needles broke off in a patient during a kidney biopsy. Additional information received on (B)(6) 2023. How did the needle break? Needle was inserted at a 90 degree angle of the left flank of patient. Lidocaine was injected along the track of the anticipated biopsy path. When syringe was pulled back it was noticed the metal needle was no longer attached to the hub of the needle. Are you able to provide defective sample back to bd for investigation? If no, can a photo be provided? Metal part of the needle was provided to purchasing, the hub part unfortunately was discarded in the sharps container. Can you identify the event date? (B)(6) 2023. What is the batch number of material reported? It was reviewed batch# 2279832 is invalid. Can not speak to this. What is the patient outcome? Patient recovering well. Are there any adverse events/serious injuries? If yes, any medical intervention? The patient had went to or for retrieval. Was there a delay of, or change in, the course of treatment due to this issue? The patient had went to or for retrieval.

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10/